Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the eyelet broke. The base fragment is still located in the shaft ID, held in place by the suture. No other damage observed. The most likely cause for the reported failure is user error for applying excessive force during insertion or through leveraging/prying the device.

Event description:
It was reported that during a shoulder arthroscopy before the device was inserted into the patient the eyelet /tip broke off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.